Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be programmed after implant, the patient had overdrainage and the device was revised. It was reported that the pressure setting was not able to be changed. It was checked under fluoroscopy and no abnormality of the valve was seen. The initial pressure setting was 13 when implanted. The removal surgery was performed. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
Device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 110mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; no issues found. The valve was then leak and reflux tested without issue. -the silicone was cut just after the cam mechanism; the mechanism was unstuck. The valve was retested for programming and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, and on the cam mechanism. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause of the problem reported by the customer is due to the biological debris found on the spring and on the cam mechanism. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.